Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the field report of perforation or pericardial effusion or cardiac tamponade - which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead perforation. This rv lead was explanted and replaced in the left bundle branch placement. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead perforation. This rv lead was explanted and replaced in the left bundle branch placement. No additional adverse patient effects were reported.